Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue resulted in non-intuitive motion of the instrument: the instrument moved automatically with no command. The system functionality was checked upon powering on the system. The issue was resolved by reattaching the sterile adapter (sa). The procedure was completed robotically with the same da vinci system configuration. The procedure was not converted. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The isi technical support engineer (tse) found error 22020 multiple times in the logs and explained that an engagement issue between the usm 3, the sterile adaptor (sa), and the instrument might have occurred at that time. The tse advised the customer to reseat the sa and the instrument. No site visit was conducted. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the small clip applier instrument on the universal surgical manipulator (usm) 3 moved unintentionally. The intuitive surgical, inc. (Isi) technical support engineer (tse) found error 22020 multiple times in the logs and explained that an engagement issue between the usm 3, the sterile adapter (sa), and the instrument might have occurred at that time. The tse advised the customer to reseat the sa and the instrument. No known impact or patient consequence was reported.